Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for follow-up, increase in threshold and loss of capture was observed. Programming changes were made. The patient was stable at all times.